Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The customer stated that she had rec'd an alarm, and during that alarm, half of the insulin in the reservoir was infused into her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.